Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-33468, 1627487-2020-33470, 1627487-2020-33471. It was reported the patients right occipital lead pulled out of the extension and was damaged. Surgical intervention took place wherein the lead and extension was replaced to address the issue. Therapy was restored post-op. It is unknown which lead pulled out and was damaged, as such both leads and extensions are being reported.